Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the correction notice issued by abbott on (B)(6) 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
This is being filed to report a clip opening while establishing final arm angle (efaa). It was reported that a patient presented with grade 5 mixed tricuspid regurgitation (tr). A mitraclip xt was used to treat the tricuspid valve. The mitraclip xt opened to approximately 45 degrees after lock line removal during second establishing final arm angle (efaa). The clip was closed again and efaa was repeated. The clip did not open after reclosing, and the lock held. The clip was deployed with no issue. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported unintended movement (clip open ¿ efaa) could not be determined. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).h6 device code 1494 removed.